Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited the up plate is immersed in liquid and corroded. There was no patient involvement.